Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via the submitted log files. A driveline power fault was active throughout the entirety of the log file spanning between (B)(6) 2025. The onset of the alarm was not captured in the event data, due to prior events being overwritten by more recent events. Based on the periodic data, the alarm appeared to have first activated sometime between 05:27:33 and 06:27:33 on (B)(6) 2025. The alarm did not affect the controller¿s ability to operate the pump at the set speed. The heartmate 3 system controller, serial number (B)(6), was not returned for analysis. Provided information indicated that there were no severe kinks or bends in the equipment. The modular cable and system controller were reportedly both exchanged, which resolved the alarm. The root cause of the driveline power fault alarm could not be conclusively determined through this analysis. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D and the heartmate 3 patient handbook, rev. An are currently available. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline power fault alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller and the modular cable. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had driveline power fault alarm and log files were submitted for evaluation. There were no severe kinks or bends seen in the equipment. Some wear and tear were noted on the modular cable and tiny amount of yellow layer showing on the proximal cable. It appeared that the log file captured driveline power fault alarms all throughout the log file. The modular cable and the system controller were exchanged which resolved the driveline power fault alarm. The modular cable and system controller will not be returning to abbott.